Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic due to patient notifier alert for a slightly higher lead impedance, high thresholds and low sensing. The lead was capped. Insulation damage suspected.